Manufacturer narrative:
Complaint statement co21-2100-131: received 19rk 454217/b2010385 for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were visually inspected. The spray dried additive was found to be colorless and evenly/consistently applied and is likely what the customer referred to as "]humidity" inside the tube'. Samples were tested, according to gbo standard testing procedures, with regards to additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. The additive within the tubes dissolved completely and was within specification in the tested samples. No deviations could be observed in the tested samples. The complaint cannot be duplicated.

Event description:
Customer states there's humidity inside the tube or it looks wet; therefore blood cannot coagulate. Customer further clarified that all blood collected in these tubes from initial use of this lot, blood samples were full of unexplained clumping occurring from every blood draw from multiple patients. The analyzer flagged microscopic clumping caused by the anticoagulant edta. The tubes are inverted 8-10 times as recommended per IFU. The tubes are properly filled to the fill mark +/- 10%. The lot was pulled shortly thereafter and problem halted. There were over 25 tubes before the lot was pulled. Photos not available.